Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
Patient experienced unexpected hyperglycemia, and she believes the insulin delivery of the infusion device is inaccurate. The following blood glucose readings were provided: 21.9 mmol/l (394.2 mg/dl) on (B)(6) 2013 and between 21.9 mmol/l-22.9 mmol/l (394.2 mg/dl-412.2 mg/dl) on (B)(6) 2013, (B)(6) 2013, and (B)(6) 2013. She delivered insulin via pen as treatment. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.